Event description:
Customer reported the aviva system gave a blood glucose result of 125 mg/dl at a time when he was symptomatic of hyperglycemia. Customer did not treat based on the aviva result; reported he collapsed and pushed medical alert button to summon emts. Emt meter result 15 minutes later was 450 mg/dl. Emts transported him to hospital where he was treated with insulin, admitted. Also reported blood glucose results of 159 mg/dl on the aviva system and 500 mg/dl within 10 minutes on a professional system. Customer reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.